Manufacturer narrative:
A review of system data was performed and found no issues with the device that would have caused the adverse event.

Event description:
Patient reported arm weakness/numbness and was referred to a neurologist. They diagnosed the patient with a brachial plexus injury on their left side.